Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. During visual inspection, the cracked case behind the pump near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were cleaned/installed. Powered the pump on using the aa 1.5v battery, continued self test, currents measurements and download history files and traces using thump. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 06:33:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:18:50.000, (B)(6) 2023 05:00:20.000, (B)(6) 2023 20:14:52.000, (B)(6) 2023 02:21:04.000, (B)(6) 2023 02:28:33.000, (B)(6) 2023 16:46:50.000, (B)(6) 2023 16:46:54.000, (B)(6) 2023 16:56:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 16:04:00.000, (B)(6) 2023 16:14:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:04:02.000, (B)(6) 2023 17:04:10.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:03:40.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 3:01:59 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 05:44:12.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back near the battery compartment of the pump. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery, continued self test, currents measurements, download history files and traces using thump. No blank display noted while using a test case. During visual inspection, found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed and found the location of the damage was crack at the back of the pump near the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.